Manufacturer narrative:
Seven samples were received by our quality team for evaluation. The samples were sent for testing and it was observed that five of the seven samples have a defect in the tip of the syringe; therefore, the reported incident could be verified as leak testing was also performed and the defect led to the leakage as reported in the complaint. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the root cause of the defect is linked to the manufacturing process when the syringe tip is formed. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: material # 309657 lot # unknown. Verbatim: rcc received a complaint via phone. Product complaint - customer called to report that the nurses reported that they have experienced leakages using the syringe. The leakage is not past the plunger, they think its on the hub. However, the customer does not know the exact lot, provided two lot numbers 4232204 and 4232239. Samples are available for return, no pt harm reported. Customer would like to know if there has been other reports regarding 3ml luerloks. Additional information provided: I have the two latest syringes/samples that I will send in with the dates of (B)(6) 2025/ (B)(6) 2025. There are three samples in total at this time, one of syringes already had the prescription label removed for hippa purposes, so no date on that one.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.